Event description:
It was also noted that the patient engaged in twiddler's syndrome. The device was replaced due to elective replacement indicator (eri).

Event description:
It was reported that the patient experienced pocket stimulation coinciding with the 65-70 pulse per minute (ppm) paced rate observed on the electrogram. The pulse generator could not be interrogated. The last transtelephonic monitoring check was in 2009, with a magnet rate of 97 ppm. The pulse generator was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode. The product code was intact, however the model and serial numbers were scrambled. After downloading the product code, normal function ensued.